Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2021 with recurrent corneal erosion (rce) in the right eye (od) and 3+ loose epi ingrowth. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of eye pain and blurry vision. Patient has been using nighttime ointment. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2021 patient was seen and bandage contact lens (bcl) was removed from od. Epi healed completely. It was recommended that patient use muro 128 on od and instill 1 drop every day at bedtime for two weeks, then decrease. On (B)(6) 2021 patient was seen and loose epi tissue was removed and a bcl was inserted on od. Bcva from (B)(6) 2008: right eye pre-op 20/20 -3.25 x -.50 x 165; left eye pre-op 20/20 -3.00 x -.50 x 0. Bcva from (B)(6) 2021: right eye post-op 20/20 .25 x --1.75 x 0.